Manufacturer narrative:
On 23 december 2016 the medical affairs director performed a clinical evaluation and commented as follows: early infection in cementless tha few weeks after primary. Infections are a known, possible adverse event following tha, described in literature. In this case, there is no indication that a faulty device originated the problem. Batch reviews performed on 29 december 2016. Lot 161645: (B)(4) items manufactured and released on 17 june 2016. Expiration date: 2021-06-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Masterloc cementless ti coated stem size 8 lat, code 01.39.208, lot. 162132 (k151531) (B)(4) items manufactured and released on 30 may 2016. Expiration date: 2021-05-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size l +3.5, code 01.29.203, lot. 161742 (k112115) (B)(4) items manufactured and released on 11 may 2016. Expiration date: 2021-04-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on the same lot (MDR 2016-00631). Double mobility hc liner ø 56/28, code 01.26.2856mhc, lot. 131722 (k092265) (B)(4) items manufactured and released on 06 june 2013. Expiration date: 2018-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen was confirmed as serratia marcescens. The surgeon revised all medacta components and implant an antibiotic spacer. The surgery was completed successfully. X-rays are available. Explants are not available.

Manufacturer narrative:
Additional information received on 13 april 2017 and includes: on (B)(6) 2017 the surgeon removed the spacer and implanted permanent implants. The surgery was completed successfully.